Manufacturer narrative:
Unit alarmed unexpected restart alarm after battery change and resets time/date to factory default due to c13 voltage leak at interface board.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose value was 140 mg/dl. Customer stated that after changing the battery out she has to reset everything in the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.